Event description:
The customer reported 3 (three) faulty infusion sets which were leaking, this occurred on different patients, no issues reported with the individual patients as a result of this. The three faulty sets have been discarded as they were used for chemotherapy. We received 98 samples for investigation. The complaint reason was a leakage. We performed a free flow and tightness test on all of the received samples and could not find any abnormalities. The investigation of our production documents did not reveal any indication related to the complaint reason. Without an affected sample a detailed analysis is unfortunately not possible and the complaint reason is not reproducible for us.

Manufacturer narrative:
(B)(4).